Manufacturer narrative:
This report is submitted on january 3, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [68047 device analysis report.pdf]

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, due to a breakdown of the skinflap and migration of the electrode array. It is unknown if the patient was reimplanted with another device.